Manufacturer narrative:
The customers¿ complaint issue was reported as follows: ¿the tip of the needle fractured.¿ this complaint is related to an echo-19 device of lot # c1171765. The echo-19 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle tip kinked during use which in turn resulted in needle tip breakage upon removal of the needle from the lesion of from the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-19 devices of lot number c1171765 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The tip of the echo needle fractured. Although requested no further details relating to this event have been received.